Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed that sensing integrity counts went up to 82 (within 7 days) along with high rate- non-sustained episodes and evidence of oversensing noise.

Event description:
It was reported that review of remote transmissions of the right ventricular lead showed increased sensing integrity counters and no n-sustained tachycardia with nonphysiological noise. The lead sensitivity was reprogrammed at that time. At a check a few weeks later, the oversensing was still present. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # 2016-10-28, 12:04:25, breiss1: pli# (B)(4), product ID# 6947m55 - the partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. Analysis information -- 2016-10-07 18:10:35 cst pli# (B)(4), product ID# d314trm the device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis, 2016-10-03, 10:27:04, breiss1: pli# (B)(4), product ID# 6947m55 - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that sensing integrity counts went up to 82 (within 7 days) along with high rate- non-sustained episodes and evidence of oversensing noise. Product ID: d314trm, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016.

Event description:
It was reported that review of remote transmissions of the right ventricular lead showed increased sensing integrity counters and no n-sustained tachycardia with nonphysiological noise. The lead sensitivity was reprogrammed at that time. At a check a few weeks later, the oversensing was still present. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.